Manufacturer narrative:
Manufacture¿s investigation conclusion: there was incidental findings of both power cables having kinks and the white power cable's yellow inner wire being broken and shorting to the shielding. The reported event that the system was having alarms (noises) when the power leads were moved was confirmed. An audio alarm without an associated visual alarm on the system controller (B)(6) or power module was reproduced when the white power cable was flexed. Testing performed on the power cables revealed that the white power cable's yellow (alarm out) inner wire was broken and shorting to the shielding when manipulating the white cable. The purpose of this wire is to have the power module/mpu echo the controller when it's alarming; however, if damaged, it will result in the power module alarming despite the system controller (and the system) not having an active alarm condition. Damage to the alarm out inner wire does not affect system support. A log file was downloaded from the system controller (B)(6) during testing and captured the system operating above the low speed limit without issue. The reported event was determined to be due to the yellow (alarm out) wire in the white power cable breaking and shorting to the power cable shielding; the analysis could not conclusively determine the root cause of the wire damage in the power cable. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 18nov2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's left ventricular assist device (lvad) made noises when the power cables were moved. The driveline was intact but the power cables were tangled and bent. Motor function was not affected by these events. The system controller was exchanged which stopped the noises.